Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed compromised force sensor system and motor error and no delivery alarm. The customer¿s blood glucose level was 329 mg/dl at the time of the incident. No further information was given. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device alarmed a33 during rewind due to jammed motor gear box. Unable to perform displacement test, prime or a33 test, basic occlusion test, occlusion test, excessive no delivery test or verify motor error alarms due to a33 alarms.